Event description:
It was reported the patient is experiencing pain at the implantable neurostimulator (ins) site. Patient indicated the site is tender to the touch and when she is leaning or sitting she feels the side of the device is "sticking out". Patient desires to have the pocket site revised. Surgical intervention may take place at a later date. Patient is part of the (B)(6) clinical study.

Event description:
Additional information was received which indicated surgical intervention was undertaken on (B)(6) 2017 and the implantable neurostimulator (ins) was relocated which resolved the issue.